Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings after the warm up occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be a stale stop command. The reported event of no readings after the warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.